Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The log files shows blower temperature increased from 83 deg cel to 139.3 deg cel before the blower failed, which shows that filter maintenance hasn't been carried out as recommended. The blower failure occurred during the device's next start up. The technical support has requested the customer to inspect the main electronics and to perform the blower test.

Event description:
Customer reported blower failure alarms while using bellavista 1000. There is no patient involvement associated on the event.

Manufacturer narrative:
Result of investigation: an updated log file was received. It was determined that the blower overheating was due to lack of maintenance/filter exchange combined with not reacting on the blower temperature alarms that damaged the blower unit. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.